Manufacturer narrative:
The manufacturer previously reported information alleging that the internal and detachable battery alarm occurred on a ventilator due to depleted batteries. There was no harm or injury reported. The device was returned and evaluated. The device error log was reviewed which found the internal battery depleted and detachable battery depleted alarms occurred when the remaining charge of the internal/detachable batteries had been 96-98% / 96-99%. The system board was replaced to address the issue. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that the internal and detachable battery alarm occurred on a ventilator due to depleted batteries. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.